Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the user interface pcb assembly. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
It was reported to physio-control that the on/off button on the customer's device would not always respond. Four to five attempts were required to power the device on. There was no report of patient use being associated with the reported event.